Event description:
Customer reported that the set had been hanging for 48 hours, running a normal saline infusion at 20cc/hr, when it separated at the distal port causing the fluid and blood to leak out. The tubing was found in the pt's bed. No pt harm occurred. No add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4).